Manufacturer narrative:
Repair has not been completed at this time.

Event description:
Hill-rom received email from account alleging that the bed has no trend or reverse trend function. Account stated that the technician troubleshot the bed and determined that the siderail interface pc board was the cause of the alleged problem.